Event description:
The accounts stated that the wheels and brakes are not locking on the bed.

Manufacturer narrative:
The brake detent mechanism was found to be defective. The brake detent was replaced and the casters were adjusted to repair the bed.